Event description:
According to the reporter, during a thoracoscopic lobectomy, step to resect pulmonary artery (pa) and pulmonary vein (pv), at the first firing, upper trunk pa hemorrhaged from the proximal stump immediately after the separation, the hemostasis was stopped by (fibrin sealant patch), at the second firing pv bled from the peripheral stump immediately after resection, and after the specimen was removed, there was bleeding that seemed to ooze from the central stump, so it was stopped with a (fibrin sealant patch), the third firing was an interlobar pulmonary artery (pa), which was fine immediately after resection, but gradually bleeding continued, all of the bleeding stop with a (fibrin sealant patch) midway through.

Manufacturer narrative:
Concomitant medical products: sigsds30ctvt 30mm vasculr/thn shrt sd CT (lot#: n3j2278uy); sigsds30ctvt 30mm vasculr/thn shrt sd CT (lot#: n4a2249uy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 (imf). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.